Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy, the surgeon was able to press the green button but could not squeeze the handle. The device was not able to fire. Device was not used in patient. User used different device to resolve the issue. No patient injury.